Manufacturer narrative:
As received, a complete lead was completed for analysis. Visual inspection found the set screw inset had been stripped. Mechanical inspection did not find any anomalies. Electrical inspection did not find any anomalies. Elective replacement indicator was found to be normal. The field complaint of difficulty unscrewing the set screw was confirmed, with the root cause of the set screw inset stripped consistent with incorrect use of the wrench by the user.

Event description:
During elective replacement of the product, there were difficulties unscrewing the set screw of the ventricular lead from the device. After several attempts the screw loosened. The device was explanted and replaced successfully. The patient was in stable condition.